Event description:
It was reported that a malfunction occurred on the pump, displaying a "high" reading for blood glucose, indicating the level exceeded 500 mg/dl. The customer took a corrective bolus using the pump, and there was no need for third-party assistance. Technical support sent a replacement pump and provided instructions for returning the malfunctioning unit. The customer will continue to use current pump for insulin therapy.